Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to retract or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 20 mmol/l (360 mg/dl), and that when she removed the pod, she noticed that the needle never retracted back into the pod. The pod worn between 1 and 4 hours.